Event description:
On december 3, 2009, the facility's administrative assistant reported to baxter global technical services that on an unknown date one colleague cx volumetric infusion pump single channel in which the keypad is worn. After further clarification with the customer on december 9, 2009, it was determined that the stop button on the pump head module (phm) was inoperable and in addition there was no clicking sensation when the button was pushed. The event was reported to have occurred during biomed servicing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available.(B) (4)